Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 200 mg/dl to 400 mg/dl which was treated with insulin pump bolusing. The customer also stated that they did allege insulin pump was under delivering. Customer stated that there was small crack at reservoir lip ring. The customer also reported that the reservoir was able to lock in place when inserted into insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital. Customer was declined troubleshoot. The insulin pump will be returned for analysis.